Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The returned sample consist of one cassette product p/n 21-7302-24, and the sample was received with its original packaging opened and in used conditions. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional testing was performed by connecting to the sample to a cadd legacy plus pump to look for unusual functions. The sample was fully priming and connected without difficult, the pump was set running and no alarm was not activated. The customer's reported problem could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the sample tested with no alarm activated. No corrective actions are required since the complaint was not confirmed. However, per previous complaint production personnel were notified by quality intern, as awareness of the defect reported by the customer.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cassette during the use of the product, a "no message" alarm went off, and then, a "no disposable, clamp tubing" alarm followed no adverse patient effects.